Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-19316. It was reported the pt is not receiving effective stimulation. The pt has drainage from the incision on his back. The physician has prescribed antibiotics twice and does not believe there is an active infection. The pt will meet with the physician as the next course of action. Note the pt received two leads from the same lot as part of the scs system.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.